Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a small hole sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no prostyle suture when pulling out the plunger. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 8.5f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
B3: date of event estimated manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no prostyle suture when pulling out the plunger¿ was confirmed as a cuff miss. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot number updated from 3050942 to 3051741.